Manufacturer narrative:
A ge service representative performed an on site investigation. The tube and snubber board were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that during a workshop installation, the 9900 system had no image during boot up. There were no pts involved and no injury was reported.